Event description:
Reported through journal article: "fifteen-year experience with the medtronic hall valve prosthesis," circulation, nov. 1996:94, supple ii: ii-105-ii-108. This article provided results of follow-up on 1104 pts with medtronic hall valves with cumulative follow-up representing 10016 pt yrs. Data provided on acturarial survival, thromboembolism, thrombosis and anticoagulation related events. There were no instances of structural valve failure. Conclusions: excellent long-term outcomes were confirmed for pts with 80% of survivors in nyha class I or ii.